Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify frozen display due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube thread.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump was exposed to moisture. Customer stated that the insulin pump failed self test. Customer stated that the time was not advancing. Customer stated that the display was frozen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.